Event description:
Same case as: 2134265-2009-00617. It was reported that post a coronary drug eluting stenting treatment procedure, chest pain, st elevation, thrombosis, restenosis, and acute myocardial infarction occurred. The patient presented with chest pain, acute myocardial infarction, renal insufficiency, ventricular tachycardia, ventricular fibrillation, st elevation, and sudden death multiple times requiring dc cardioversion. The patient was admitted to the ER and had sudden heart death. The patient was cardioverted 12 times and brought back each time to sinus bradycardia. The patient was hypotensive. Angiography identified thrombus in the lad at the diagonal branch. The lesion was not predilated. A 2.50x16mm taxus express2 drug eluting stent was deployed in the proximal branch sticking out slightly into the lumen of the left anterior descending (lad) artery, inflated to 12atm for 30 seconds. The physician attempted to place a 2.50x16mm taxus express2 drug eluting stent in the diagonal (dx), but was unable to cross the previously placed stent. Then attempted to place a 2.0x12mm maverick balloon, but was unsuccessful. The distal end of a 1.5x6mm maverick balloon was nosed into the stented area and dilated several time to 16atm. The 1.5x6mm balloon was exchanged for the 2.0x12mm balloon and several inflations were made, up to 12-14 atm for 30 seconds, in the lad and dx. Then the 2.50x16mm stent was deployed in the takeoff of the dx, inflated to 9atm for 30 seconds. The stents were post dilated using a 3.0x12mm quantum maverick balloon, inflated to 8-12 atm. The patient tolerated the procedure well. Medication: aspirin, nitroglycerin, magnesium, amiodarone, heparin, integrelin, and plavix. Six months post the initial stenting procedure, the patient presented with chest pain, st elevation, and acute myocardial infarction. The patient had stopped plavix two weeks prior to this event. Angiography revealed a 100% thrombotic or in-stent restenosed occlusion at the proximal portion of the lad stent. A 2.5mm balloon was used to re-establish patency. Distal reperfusion was established. A 3.0 mm balloon was the used to further dilate the artery. It is unclear if another stent was placed in the lad. A thick "bird-beak" lesion in the dx was dilated and satisfactory results were achieved. Medication: aspirin, clopidogrel, nitroglycerin, and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.